Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was noted by the philips bench tech, that the discharge energy was lower then the expected 200j and only shocked at 190j.